Manufacturer narrative:
Batch review performed on 13 november 2018: lot 150151: (B)(4) items manufactured and released on 20 may 2015. Expiration date: 2020-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on november 16, 2018 by clinical affairs director: approx. 3 years after primary cementless tha the stem was found to be loose and replaced. From the radiographs supplied we were unable to identify any possible cause related to malposition or suboptimal dimensioning of the stem. Such an early loosening is unlikely to be caused by simply mechanical reasons, however there is no report of an infection or other adverse reaction. Therefore, the causes for this revision cannot be identified with the information at hand.

Event description:
Revision surgery performed after 2 years and 9 months from primary due to acute hip pain caused by loosening of the distal part of the stem. The amistem-h was replaced with quadra-r.